Event description:
Subsequent to the initially filed report, the following information was noted: it was possible the clip delivery system (cds) may have been curved more than 90 degrees. No additional information was provided.

Manufacturer narrative:
H6 medical device problem code 2017-failure to follow steps / instructions. The device was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Additional follow up with the account indicated that it was possible that the clip delivery system (cds) was curved more than 90 degrees during the procedure because the target was a3 (medial), but it is not clear. It should be noted the mitraclip gen4 instructions for use (IFU) states, ¿do not deflect the sleeve tip more than 90 degrees as damage may occur.¿ as the user mentioned a possibility the cds was curved more than 90 degrees, hence this is improper or incorrect procedure or method (failure to follow steps per IFU). All available information was investigated and a definitive cause for the reported issues could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip failing to establish final arm angle (efaa). It was reported that this was a mitra-clip procedure performed to treat mixed mitral regurgitation (mr), with an mr grade of 4+. The clip was advanced to the mitral valve and the leaflets were grasped. However, the final arm angle test failed, the clip continuously opened to 60 degrees. The clip was repositioned and after grasping efaa was performed. This time the clip opened a little. Since there was no increase in mr, the clip was deployed and remained stable on the leaflets. A second clip was placed next to the first clip as had been planned, further reducing mr to 3. There were no adverse patient effects, and no clinically significant delay in the procedure. No additional information was provided.